Event description:
It was reported to resmed (B)(4) that a system fault (sf101) was observed on an astral device indicating that the outlet pressure measurement may be incorrect. This resulted in an alarm which notified the caregiver of the error messages. There was no pt injury reported as a result of this incident. MFR #: 3004604967-2015-00104.